Event description:
The complainant reported a 32-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During escalation from an impella cpsa to an impella 5.5, the patient experienced an access site bleed. It was estimated that roughly 400ml of blood were lost during the procedure to connect the graft for the new implant. To counteract the blood loss, over 2 units of prbc and ffp were provided to the patient. Additional intervention was not required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.